Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedures at the user facility, the helmet smelled as if something had melted. It was reported that no sparks or flames were visible. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedures at the user facility, the helmet smelled as if something had melted. It was reported that no sparks or flames were visible. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.